Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing blurry vision and feels there is a significant refractive error. She is planning to seek a second opinion. There are two MFR reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).